Event description:
The pt's system was explanted due to infection. The pt's infection has reportedly cleared.

Manufacturer narrative:
The explanted products will not be returned for eval. A review of the sterilization records for the explanted ipg and leads was completed, and no anomalies were noted. This is the final report.